Event description:
It was reported that during a saline infusion on a cardiac patient, the IV tubing separated at the top of the silicone segment and IV fluid leaked onto the floor. No patient harm occurred. New tubing was obtained to continue the patient's infusion.

Manufacturer narrative:
The customer¿s report that the IV tubing separated at the top of the silicone segment and IV fluid leaked was confirmed. During visual inspection it was noted that the tubing was torn at the proximal end of silicone tubing and the portion of the silicone tubing where the ring retainer is seated was not returned for investigation. The surface of the damaged tubing site was jagged and uneven. Remnants of clear liquid was observed inside the set¿s tubing throughout the as-received set. Functional testing was not necessary as it is obvious that a leak would occur from this separation. The root cause of the torn tubing was due to external force applied at the silicone tubing that was stretched beyond specification.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that during a saline infusion on a cardiac patient, the IV tubing separated at the top of the silicone segment and IV fluid leaked onto the floor. No patient harm occurred. New tubing was obtained to continue the patient's infusion.